Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) and reported the staff was encountering a repeated error 40096 on the startup. On-site logs reflect error 311 (golden image) pointing to the vision side cart (vsc). The tse explained that an field engineer site visit would be required to reprogram the system. The reporter disconnected from the line to retrieve a second system. The procedure was converted to another dv system. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter confirmed the issues with occurred during the procedure.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse programmed the vision side cart (vsc) to resolve the issue. The system was tested and verified as ready for use.